Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: pul456480h; the device was returned and analyzed. Analysis revealed there was ceramic/capacitor leakage. The device did not meet expected longevity. Concomitant product: 6947 implantable defib lead (B)(6) 2008. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.